Manufacturer narrative:
(B)(4). Device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the meter found no cosmetic damages. On investigation, the meter powered up and successfully paired with a test pump. All the buttons functioned properly. Review of meter history confirmed that boluses were being performed after the 15 minutes blood glucose (bg) check limit. No inappropriate message was received when a bolus was performed immediately after a bg measurement. The meter alerted appropriately when a bolus was performed 30 minutes after a bg measurement. The meter performed to specifications during the investigation and the complaint was not duplicated.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (bg>15 min old) issue. Reportedly, the error message occurred multiple times in the past 30 days. The reporter stated that the meter and pump were within range when the bg reading was taken. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.